Manufacturer narrative:
Siemens has completed an investigation of the reported event. The system was checked by the cse and found to be operating within specification. The complete examination of the patient's lumbar spine lasted 32.8 min. No abnormality was found which would indicate a system malfunction. At the examination the first level (fl) operating mode was used. Unfortunately, only images from the last ten minutes of the patient's examination were received for investigation. The sar values of the last ten minutes were within the limits defined by the mr safety standard (iec 60601-2-33), i.e. The maximum applied sar was 56% of the first level mode limit. The applied rf in this case should not represent a risk under normal circumstances and scan conditions. Furthermore, the patient absorbed 38.4 wmin/kg, which is clearly below the limit of 240 wmin/kg defined in the mr safety standard (iec 60601-2-33). No hardware or software problem was found which would explain the burn of the patient. The axial images of the last part of the examination show an asymmetry in height at the waist of the patient. The patient was wearing a "dhoti", knotted at the waist during scanning. The body matrix coil was placed tightly on the belly of the patient and this dented area corresponds with the place of the burn. The fabric of the dhoti did contain metalized filaments that did heat up the surrounding tissue through the applied electromagnetic fields and resulted in the burn. It is requested in the magnetom avanto operator manual - mr system syngo mr d13, pages a.2-12, that the patient removes all clothing including electrically conducting material, for example, bras, metallic appliqués or woven metallic yarns.

Event description:
It was reported to siemens that a patient suffered a second degree burn to the left lumbar area following an examination on the magnetom avanto system. At the time of the examination, the patient was wearing a garment with silver borders. The patient was treated with first aid. We are unaware of any further impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The system was checked by the cse and found to be operating within specification. The complete examination of the patient's lumbar spine lasted 32.8 min. No abnormality was found which would indicate a system malfunction. At the examination the first level (fl) operating mode was used. Unfortunately, only images from the last ten minutes of the patient's examination were received for investigation. The sar values of the last ten minutes were within the limits defined by the mr safety standard (iec 60601-2-33), i.e. The maximum applied sar was 56% of the first level mode limit. The applied rf in this case should not represent a risk under normal circumstances and scan conditions. Furthermore, the patient absorbed 38.4 wmin/kg, which is clearly below the limit of 240 wmin/kg defined in the mr safety standard (iec 60601-2-33). No hardware or software problem was found which would explain the burn of the patient. The axial images of the last part of the examination show an asymmetry in height at the waist of the patient. The patient was wearing a "dhoti", knotted at the waist during scanning. The body matrix coil was placed tightly on the belly of the patient and this dented area corresponds with the place of the burn. The fabric of the dhoti did contain metalized filaments that did heat up the surrounding tissue through the applied electromagnetic fields and resulted in the burn. It is requested in the magnetom avanto operator manual - mr system syngo mr d13, pages a.2-12, that the patient removes all clothing including electrically conducting material, for example, bras, metallic appliqués or woven metallic yarns.